Manufacturer narrative:
(B)(4) allergic reaction. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laceration closure procedure on her finger on (B)(6) 2011 and topical skin adhesive was applied in the morning. The pt developed itchiness to arms, abdomen, back, legs, face and neck, along with 2-3mm hives and redness the same evening that the topical skin adhesive was applied. No local reaction was noted at the laceration site. Benadryl was started for the hives with good effect. The topical skin adhesive came off on its own on (B)(6) 2011. As of (B)(6) 2011, the pt has been hive free for a couple days after she went 9 consecutive days of getting hives. The wound is approx well with no signs of infection or drainage.